Event description:
It was reported that the patient's generator had been disabled. The cause of the disablement was related to the patient's autostim output current being programmed to the same value as the magnet output current. The patient's physician saw the burst watchdog timeout warning. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current as was the case for this patient. As a result of the device being disabled the patient reportedly experienced breakthrough seizures. The patient's vns was then programmed to where the magnet output current was higher than the autostim output current. No further relevant information has been received to date.